Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to an unspecified mechanical complication. All components were removed and replaced with a total knee system.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2008 and right partial knee arthroplasty on (B)(6) 2009. Subsequently, the right knee was revised on (B)(6) 2014 due to pain and instability. All components were removed and replaced with a total knee system. There has been no reported revision procedure for the left knee.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, 'improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This tibial bearing is not 510(k) cleared for use with the cementless high flex partial knee system and does not require medical device reporting per 21 cfr part 803. Please disregard this manufacturer report number.